Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a 5.5 being placed to support the patient admitted in with known coronary artery disease and in need of a high-risk percutaneous coronary intervention (hrpci). The pump was to placed to support for the hrpci and abdominal aortic aneurysm repair. The pump failed to be delivered due to native anatomy and so the team instead placed a cp pump. There was no patient injury.

Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient is a 53-year-old female with a medical history significant for coronary artery disease status post coronary artery bypass grafting (CABG), hypertension, systemic lupus erythematosus, and kidney transplant (1998). The patient presented with chest pain and was diagnosed with a non-st elevation myocardial infarction (nstemi). Cardiac catheterization demonstrated a patent left internal mammary artery (lima) to the left anterior descending artery (lad), with significant disease in the left circumflex and right coronary arteries. A subsequent abdominal CT scan identified a 5.3 cm infrarenal abdominal aortic aneurysm (aaa). Cardiothoracic surgery was consulted for placement of an axillary impella 5.5 device to provide hemodynamic support during high-risk percutaneous coronary intervention (pci), with planned bilateral femoral artery cutdowns to facilitate simultaneous endovascular repair of the abdominal aortic aneurysm (evar). Attempted placement of the impella 5.5 was unsuccessful due to small and tortuous vessel anatomy. The device was removed and replaced with an impella cp, which was successfully placed and initiated on auto mode with normal flows. Pci was performed on the remaining conduit to the lad, and the abdominal aortic aneurysm was stented via femoral access. A sponge plug was placed in the graft, partially externalized at the axillary incision site, and secured with three-point fixation. The patient remained on impella support post-procedure. On post-implant day 1, generalized bleeding was noted to have improved; however, renal function worsened. On (B)(6) 2025, the patient experienced a cardiac arrest (rhythm unspecified) and received two units of packed red blood cells. The following day, the patient required dialysis and vasopressor support with norepinephrine (levophed) and epinephrine for hypotension. Impella support was continued for hemodynamic recovery. Despite ongoing support measures, the patient expired while on impella support. No additional information was provided. The patient had pre-existing comorbidities, including advanced coronary artery disease, prior CABG, systemic lupus erythematosus, renal dysfunction requiring dialysis, and a large abdominal aortic aneurysm requiring intervention. The initial inability to advance the impella 5.5 due to small and tortuous vessel anatomy is consistent with vascular access limitations described in the device instructions for use (IFU). The patient¿s death appears multifactorial in the setting of complex cardiovascular disease, high-risk pci, aaa repair, worsening renal failure, bleeding, and hemodynamic instability. However, the impella cp, which was in use at the time of expiration, will be reported for the death. The event involving the impella 5.5 is a malfunction type of reportable event. H6: investigation type/finding/conclusion remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. No product was returned for review. The root cause of the delivery is determined to be patient condition because the pump was unable to pass through vasculature due small and tortuous vessel.